Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 28mg/dl. The customer passed out after they contact paramedics. The customer was hospitalized due to hypoglycemia. The customer was advised to monitor pump and blood glucose.